Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h7, h9, h11. The cusa clarity console (c7000) was not returned; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. However, based on the reported failure, "touch screen failure" is consistent with a known issue for which a CAPA is currently open relating to frozen screen on clarity consoles and the root cause is under investigation.

Event description:
N/a

Event description:
A facility reported that the cusa clarity console (c7000) was used for a avr as surgery and the touch panel froze and they could not change the device setting during surgery. The same console was used to complete the surgery; however, there was surgical delay of more than 30 minutes. No adverse consequences to the patient were observed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.